Event description:
Litigation alleged the patient suffered pain, elevated cobalt levels and discomfort as a result of the implanted asr hip.

Event description:
Litigation alleged the patient suffered pain, elevated cobalt levels and discomfort as a result of the implanted asr hip. Update: 1/25/13 - preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records, the patient was revised to address elevated metal ions which contributed to his heart and liver conditions. There were no lab results provided for the alleged elevated metal ions; however, patient was noted to have deceased base on the death exam note and physical exam note on (B)(6) 2018. Doi: (B)(6) 2008; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.